Event description:
A high blood glucose event was reported, with the specific value unknown but indicated as "high" by the customer's cgm. There was no adverse impact to the customer's blood glucose level. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and was guided by technical support to fill and load a new cartridge onto the pump. The customer will replace supplies as necessary and resume insulin therapy.